Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the clip opening during efaa and post deployment requiring intervention. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 3. During the deployment sequence while establishing final arm angle (efaa) the clip opened about 5 to 10 degrees. A second attempt to check efaa was done, and the clip did not open more than 5 degrees. The clip was implanted; however, after deployment the clip opened about 20 to 30 degrees but remained stable on both leaflets. A second clip was implanted laterally for stability. The final mr grade was reduced to <1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the available information and without the device to analyze, causes for the reported clip failing to establish final arm angle, clip jumping, and clip opening while locked could not be determined. The reported unexpected medical intervention was the result of case-specific circumstances. There is no indication of product issue with respect to manufacture, design or labeling.

Event description:
N/a.